Manufacturer narrative:
(B)(4).

Event description:
It was reported that high capture threshold was observed during an unrelated device change-out procedure for eri. The physician elected to take no action and keep the lead active and implanted. The patient was well afterwards.

Event description:
New information received indicates that lead dislodgement and loss of capture were observed. The lead was explanted. The patient was in stable condition before and after the procedure.